Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty cycler set. Additionally, there is no allegation of a cassette leak reported for this event. The reported cause of the peritonitis is a breach in aseptic technique. This is supported by the culture result of kocuria rhizophila, an organism that is part of the normal skin and oral flora of humans, but also found in the environment inhabiting soil and other ecologic niches. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
On (B)(6) 2021 it was reported that this male peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) 2021 this patient presented to the pd clinic with unspecified symptoms requiring a pd effluent culture to be obtained. The patient was diagnosed with peritonitis and initiated on empiric antibiotic therapy with intraperitoneal (ip) cefazolin and ceftazidime (dose, frequency, and duration unknown). The culture resulted positive for kocuria rhizophila. The antibiotic therapy was changed. The cefazolin and ceftazidime were discontinued, and the patient was prescribed ip vancomycin and gentamycin (dose, frequency, and duration unknown). The new antibiotics were scheduled to begin on (B)(6) 2021. The cause of the peritonitis is suspected to be a breach in aseptic technique with an unknown source. There was no reported cassette leak or other issue reported with any fresenius product(s). The patient will undergo re-education on the proper steps of aseptic technique. The patient did not require hospitalization and is continuing to complete pd therapy utilizing the liberty select cycler during recovery.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis (pd) nurse to prevent infection.¿ there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2021 it was reported that this male peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). On (B)(6) /2021 this patient presented to the pd clinic with unspecified symptoms requiring a pd effluent culture to be obtained. The patient was diagnosed with peritonitis and initiated on empiric antibiotic therapy with intraperitoneal (ip) cefazolin and ceftazidime (dose, frequency, and duration unknown). The culture resulted positive for kocuria rhizophila. The antibiotic therapy was changed. The cefazolin and ceftazidime were discontinued, and the patient was prescribed ip vancomycin and gentamycin (dose, frequency, and duration unknown). The new antibiotics were scheduled to begin on (B)(6) 2021. The cause of the peritonitis is suspected to be a breach in aseptic technique with an unknown source. There was no reported cassette leak or other issue reported with any fresenius product(s). The patient will undergo re-education on the proper steps of aseptic technique. The patient did not require hospitalization and is continuing to complete pd therapy utilizing the liberty select cycler during recovery.